Event description:
It was reported that high ventricular rate episodes showing noise and pacing inhibition were observed on the right ventricular (rv) lead. There were no reported patient symptoms. The physician reported possible rv lead degeneration over time. Programming changes were made. The rv lead was capped(B)(6) 2024 and replaced. The patient was discharged.